Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and was confirmed that the power consumption is increasing in a gradual fashion. This implantable device was explanted, and a new device was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this device record a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data was sent for engineering analysis. Analysis showed that the low voltage fault is valid and was confirmed that the power consumption is increasing in a gradual fashion. This implantable device was explanted, and a new device was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the implantable cardioverter defibrillator was performed. Visual inspection of the device case and header did not reveal any abnormalities. Review of device memory confirmed a code 1003 was recorded on (B)(6) 2024, and again (B)(6) 2024. No other suspicious fault codes or resets were noted while implanted. A diagnostic review shows a cell depletion pattern that is similar to other devices that have premature battery depletion. The device was put through and passed the returned products test. This involves a series of automated diagnostic testing that verifies the performance of shocking, pacing, sensing, and recording functions of the device commensurate with battery voltage. The device was submitted for rga. The results show a hydrogen level of .0296%. The pulse generator case was removed. Internal visual inspection noted no irregularities. Current measurement of the hybrid circuit is normal (6.5 micro amps). Battery lab analysis noted "excess cathode material on a3 (chunk)" causing an electrical short circuit leading to premature battery depletion.